Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0350038, medical device expiration date: 2023-11-30, device manufacture date: 2020-12-15, medical device lot #: 1019137, medical device expiration date: 2023-12-31, device manufacture date: 2021-01-19, investigation summary: it was reported by the health professional that the flush syringes start then the plunger will not advance. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit of plunger movement and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546 and lot numbers 1019137 and 0350038. The reviews did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 7 bd posiflush¿ normal saline syringes from lot 0350038, and 1 syringe from lot 1019137 had difficult plunger movement during the flush. The following information was provided by the initial reporter: "we have 2 lot #s: 0350038 & 1019137 ns flush, 10 ml. They will flush freely for 1-2 mls then stop and plunger will not advance."